Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt had never felt stimulation since implant date but they have felt pain relief. Since yesterday the pt started to be in pain and today was worse. Pt stated that their group a intensity is normally at 1.0 but they have it turned up to 4.0. Pt stated that group b and c were on 0 intensity and they could not increase the intensity. The caller was redirected to their medtronic representative. On (B)(6) 2021, additional information was received from the patient. It was reported that adjustments were made to their unit and they are pain free again. On (B)(6) 2021, additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient was seeing not able to deliver desired settings. It was unknown what factors may have led or contributed to the issue. The rep would be meeting with the patient this thursday, june 3 to evaluate the system. The issue was not resolved at the time of the report. On (B)(6) 2021, additional information received from the rep indicated that an impedance test indicated electrode 6 as being out of range (red). They stated that they reprogramed around the affected electrode, and the patient was able to adjust stimulation normally. The rep noted that the issue was resolved. On (B)(6) 2022, additional information was received from the manufacturer representative. It was reported that they met with the pat ient at the healthcare provider's office (hcp) to do some reprogramming. She wasn't feeling much stimulation and was seeing "not able to deliver desired settings" again. An impedance test now indicates electrodes 3, 6, 10, 11 and 12 out of range (red). Rep reprogrammed around electrodes. When turned up pt is feeling the simulation in her lower back hips and bilateral legs she was very happy with the new programming settings.